Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 7298 implantable pulse generator (ipg); implanted: (B)(6) 2009, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the device had suspected premature battery depletion. The device was explanted and returned. It was also noted that during device interrogation, the impedance of the lead would not be seen. The issue had been noticed previously during routine follow up visits, but not addressed with the manufacturer. There was also a "slight increase" in the threshold after the replacement of the device; during the procedure. It was also reported that when the device was programmed in the left ventricular (lv) only, if the right ventricular does not capture, there is t-wave oversensing noted. The lead remains in use. No patient complications have been reported as a result of this event.